Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The x2 pump user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with an unknown amount of insulin. There was no impact to the customer¿s blood glucose level. The contact could not provide further details regarding this issue. Reportedly, the customer would continue to use the same cartridge for insulin delivery.

Event description:
It was reported the customer may have overfilled the cartridge or did not practice the proper air removal technique.